Manufacturer narrative:
Analysis of the log files showed the reported issue occurred after the user inserted a replacement battery pack into an AED which has had its previous battery pack completely deplete while in the AED. Further analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. This MDR is being submitted because the AED reached full battery depletion without evidence of user intervention or maintenance following the device's red asi warnings indicating that attention or servicing was required.

Event description:
An international distributor reported that their customer's AED's asi is flashing red and reporting a service code. The customer did not report this occurring during patient use.